Event description:
The patient was shocked during surgery due to emi from cautery even though there was a magnet applied over the ICD.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The device was received and analyzed. Prior to the analysis of the device, the manufacturing process for this ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. First the ICD was subjected to an incoming visual inspection. Traces from cautery were observed, which are consistent with the procedure mentioned in the complaint description. In a next step the memory content of the ICD was inspected. The available iegms confirmed the presence of noise signals in all three channels with one shock delivery on (B)(6) 2015. Otherwise no peculiarities were noted. The analysis indicated a normal device function while implanted and in service. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Furthermore, the therapy inhibition with the application of a magnet was tested and proved to be within specification. In conclusion, the root cause of the clinical observation was not determinable. One possible cause is for instance slipping of the magnet during the procedure. However, no conclusion could be drawn. The device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of an ICD malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.